Event description:
It was reported that during incoming inspection of the device at the service center, the centrifugal battery had a note on it stating it was not charging properly. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the centrifugal battery to lab use only (luo) testing equipment and it would not power on. The pst opened the battery module and observed many broken parts. It was determined that the centrifugal battery did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.